Manufacturer narrative:
The pump was returned to mmdg after the initial MDR was filed. During the investigation the pump operated within product specifications. Mmdg could not replicate the complaint. The pump history also does not contain any indication of the reported therapy. The pump history shows that the pump was programmed to deliver a dose of 225ml at a rate of 70ml per hour. This program would take approximately 3.25 hours to complete. The pump history also shows that the pump alarmed for air in line, was paused and restarted, and then alarmed for no flow in, was primed, restarted again, and then paused and turned off. The investigation indicates that the complaint did not occur as initially reported, and did not require an MDR.

Event description:
The initial reporter stated that the when the patients mother checked on him in the morning that the volume on the pump showed that it had delivered 580 ml that "all of the formula" was still in the bag. During a follow up call from mmdg the initial reporter stated that the patients mother stated that she had checked the pump four times on two consecutive nights and that it appeared to be working, but that the next morning all the formula was still in the bag. She states there was no alarms and that as a result the patient missed 6 hours of their therapy. She did state that there was no impact to the patient and that after cleaning the pump it worked appropriately. (B)(4).

Manufacturer narrative:
The pump was not returned to (B)(4) for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned (B)(4) was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to (B)(4).

Event description:
The initial reporter stated that the when the patients mother checked on him in the morning that the volume on the pump showed that it had delivered 580 ml that "all of the formula" was still in the bag. During a follow up call from (B)(4) the initial reporter stated that the patients mother stated that she had checked the pump four time on two consecutive nights and that it appeared to be working, but that the next morning all the formula was still in the bag. She states there was no alarms and that as a result the patient missed 6 hours of their therapy. She did state that there was no impact to the patient and that after cleaning the pump it worked appropriately. (B)(4).